Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. The device was confirmed to have gone into back up mode prior to implant but the cause was undetermined. When device firmware was restored the device functioned normally and passed all testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at a diagnostic message stating "the application is not supported" appeared on the mobile programmer application when interrogation of the implantable pulse generator (ipg) was attempted prior to a device replacement procedure. As a result, interrogation was not possible with the initial device. An attempt to interrogate with another mobile programmer application was also unsuccessful. However, when a different device was used, interrogation was successful and the procedure was completed without issue. The initial ipg was not used. No patient complications have been reported as a result of this event.